Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that all electrograms (egms) on the implantable cardiac monitor show undersensing on interrogation. The device was explanted. No patient complications have been reported as a result of this event.